Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the driveshaft was found to be damaged. Increased friction due to the damaged bearing is a probable cause of the reported overheating.